Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During the implant for a trial procedure, the physician placed two trial leads (with the same lot number). Intraoperative testing identified impedance issues with the leads. The leads were removed and one trial lead was used to complete the procedure. No further complications were reported.